Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported there were multiple cartridges that were leaking from the o-ring. Additionally, it was reported that the insulin gauge was inaccurate. The customer loaded new cartridges to address the issues. Customer¿s blood glucose level was 313 mg/dl as well as in the 300's mg/dl at the time of events.